Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, the physician placed the penumbra system jet 7 reperfusion catheter (jet7) through a neuron max 6f 088 long sheath (neuron max) and completed one pass. When retracting the jet7 out of the patient, the physician noticed the jet7 ¿accordioned.¿ it was reported while attempting to flush the jet7 with saline on the back table to remove the clot, the tip of the jet7 expanded. The physician then took an angiogram and determined the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #2 3005168196-2019-01660 MFR report:

Manufacturer narrative:
Results: the jet7 was kinked approximately 110.0 thru 112.0, 115.0 thru 118.0, and 121.5 thru 127.0 cm. The jet7 was stretch approximately 129.0 thru 132.5 cm from the hub. The distal tip was ovalized. Conclusions: evaluation of the returned jet7 revealed that the catheter was stretched, and the distal tip was ovalized. This stretch damage typically occurs due to retraction against resistance. If the rhv was not fully opened upon retraction, the jet7 may have become stretched while being retracted from the patient. This is further supported by the distal markerband being ovalized indicating the device may have been pulled through a diameter that was too small. During functional testing, the returned jet7 was unable to advance into a demonstration neuron max due to the distal tip damage. This further indicates the damage likely occurred during retraction from the patient. If the rhv is not fully opened upon retraction, damage such as this may occur. Further evaluation of the returned jet7 revealed kinks. The kinks were likely incidental to the reported complaint. The neuron max identified in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet7 kit. During the procedure, the physician placed the penumbra system jet 7 reperfusion catheter (jet7) through a neuron max 6f 088 long sheath (neuron max) and completed one pass. When retracting the jet7, the physician noticed the jet7 ¿accordioned.¿ it was reported while attempting to flush the jet7 with saline on the back table to remove the clot, the tip of the jet7 ballooned. The physician then took an angiogram and determined the procedure was completed. There was no report of an adverse effect to the patient.